Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device exhibited signs of repeated use and was fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00265, 0001822565 - 2019 - 00267.

Event description:
It was reported that tibial provisionals were returned through the worn instrument program, fractured. Attempts have been made and no further information has been provided.